Manufacturer narrative:
Medtronic received additional information that the reason for replacement was mild aortic insufficiency and a tear of commissure between the left and right coronary cusps. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 9 months post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a 27mm bioprosthetic valve of a different model. The reason for replacement was not reported. No additional adverse patient effects were reported.